Manufacturer narrative:
B5: the lens was replaced with a longer length lens at a later date. At 2 day post-op, the vault was 315 micron. Claim # (B)(4).

Manufacturer narrative:
B5: the problem was resolved with the implant of the replacement lens. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved. The patient has blurring of vision. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).